Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed inflammation/swelling and an abscess underneath the needle puncture site. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the patient consulted a physician who examined the reaction area, diagnosed the area as an abscess, and prescribed an oral antibiotic medication (clindamycin 300 mg capsules, three times daily). At the time of the follow up report, the patient was doing well. No additional patient or event information is available.